Event description:
Caller reported that insulin gauge displayed an amount different than expected, indicating a discrepancy between the expected and the actual fill estimate. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by technical support that any positive value is considered accurate and agreed to deliver a 10.2 unit bolus after disconnecting from the site, resulting in an updated estimate. Caller was also advised to ensure cartridge air removal but chose to continue using the current cartridge with a plan to follow up if necessary.